Event description:
On 7 december 2018 grifols was notified by our distributor (B)(4) of a suspected (B)(6) transfusion transmitted infection case following the use of blood screened with the procleix ultrio plus assay. In (B)(6) 2018 a trauma patient received 18 blood units during their stay at (B)(6) hospital. (B)(6) hospital performs the nat testing for the blood units used at the hospital. The hospital routinely does serology testing and patient was serology (B)(6) on all (B)(6) tests that were run. In (B)(6) 2018 the patient was diagnosed with (B)(6). A lookback investigation was conducted by (B)(6) on the blood used for transfusion and revealed the following: the blood donated in (B)(6) 2018 was serology (B)(6) for (B)(6) and nat (B)(6) with the ultrio plus assay and was used for the transfusion. The blood donor was informed and a new sample was collected in (B)(6) 2018 and tested with the following results: ultrio plus (B)(6); ultrio plus repeat testing (B)(6) in two replicates; ultrio plus discriminatory (B)(6); (B)(6); archived (B)(6) 2018 sample was retested on (B)(6) 2018 with the following results: ultrio plus (B)(6); (B)(6); an additional sample (3rd) was collected and tested on (B)(6) 2018 with the following results: ultrio plus (B)(6); (B)(6). An investigation into the this issue is ongoing. There is no sample remaining from the first donation. There is 1 ml remaining from the follow up collection from the donor. Grifols is working with the customer to see if it can be returned for testing. An evaluation of the quality control release data for ultrio plus ml 179498 has been performed. The product met all release criteria. Additional information has been requested and any follow-up information for this report will be provided when available.

Event description:
On 7 december 2018 grifols was notified by our distributor (B)(4) in greece of a suspected hbv transfusion transmitted infection case following the use of blood screened with the procleix ultrio plus assay. In (B)(6) 2018 a trauma patient received 18 blood units during their stay at (B)(6) hospital. (B)(6) hospital (B)(6) in greece performs the nat testing for the blood units used at the hospital. The hospital routinely does serology testing and patient was serology negative on all hepatitis tests that were run. In (B)(6) 2018 the patient was diagnosed with hbv. A lookback investigation was conducted by (B)(6) on the blood used for transfusion and revealed the following: the blood donated in (B)(6) 2018 was serology negative for hbsag and nat non-reactive with the ultrio plus assay and was used for the transfusion. The blood donor was informed and a new sample was collected in (B)(6) 2018 and tested with the following results: ultrio plus reactive. Ultrio plus repeat testing nonreactive in two replicates. Ultrio plus discriminatory hiv, hcv, and hbv nonreactive. Hbsag negative, hbeag negative, hbeab negative, hbsab negative, and hb core ab positive. Archived (B)(6) 2018 sample was retested on (B)(6) 2018 with the following results: ultrio plus reactive. Hbsag negative, hbeag negative, hbeab negative, hbsab negative, and hb core ab positive. An additional sample (3rd) was collected and tested on (B)(6) 2018 with the following results: ultrio plus nonreactive. Hbsag negative, hbeag negative, hbeab negative, hbsab negative, and hb core ab positive. An investigation into the this issue is ongoing. There is no sample remaining from the first donation. There is 1 ml remaining from the follow up collection from the donor. Grifols is working with the customer to see if it can be returned for testing. An evaluation of the quality control release data for ultrio plus ml 179498 has been performed. The product met all release criteria. Additional information has been requested and any follow-up information for this report will be provided when available. Follow up information (final): additional information was received from (B)(4) on 14 june 2019, no additional testing was completed at the retrovirus reference center at athens medical school and there is not further data. The remaining sample could not be returned to san diego for quantitative testing. There was a limited amount of frozen sample but as it was under investigation locally it would require extra authorizations to be able to be released for shipment and they were not feasible to obtain. All testing in greece is done idt and therefore all results received from the customer were confirmed to be individual donor testing and not pools. Grifols obtained the customer run reports for review. All hbv calibrator replicates were valid with s/cos that ranged from 13.44-15.58 on the ultrio plus screening runs and 25.15-25.85 on the ultrio plus dhbv run. There is no indication of problems with the assay based on the results of the hbv calibrators. Samples with a low concentration hbv can give inconsistently reactive results on the ultrio plus assay. The procleix ultrio plus package insert (aw-13598-001, rev. 003) indicates that the assay has a 95% detection probability at 3.4 iu/ml with 95% fiducial limits of 3.0-4.1 and a 50% detection probability at 0.7 iu/ml with 95% fiducial limits at (0.6-0.8). The sporadic reactive results of testing performed by the customer indicate that the sample is likely a low titer hbv sample but that could not be confirmed through additional testing by grifols as sample was not available. Testing results are consistent with low titer but could not be confirmed with quantitative testing. No further information is expected. This is considered the final report. Note: patient identifier number was updated to (B)(6) ( initial report) , due a typo.